Event description:
This pt has shown no evidence of forming a tight capsule and enters for removal of the filler port valve and tube. There was no negative outcome for the pt. Pt desired to have "lump" (valve) removed.